Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using the gore® excluder® conformable aaa endoprosthesis, and the gore® excluder® conformable aaa endoprosthesis. It was reported that the patient¿s vascular condition was poor. On (B)(6) 2025, a follow-up computed tomography (CT) scan confirmed that the main body had migrated and become dislodged from the aortic neck. An open surgical graft replacement is planned. Attending physician¿s opinion: the device was originally placed in a vessel with a large diameter, and the neck diameter had expanded from approximately 32 mm preoperatively to about 39 mm. Since extension with a cuff is not feasible, an open surgical graft replacement is scheduled within the next few months.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications.